Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a difficult time changing their infusion sets. The customer's wife also reported that the insulin pump only delivered 8 units of insulin instead of the required 10 units. The wife was also concerned that insulin delivery did not resume after changing heir infusion set. The wife was able to resume insulin delivery at the end of the call. No additional information provided.